Event description:
It was reported that the leads were replaced due to migration. The reporter stated that the revision took place (B)(6) 2012. See mfg. Report # 3004209178-2012-09469 for events that followed the lead migration.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).